Event description:
On (B)(6) 2016, surgery; l4-l5 and l5-s1 transforaminal decompression. Left l4-l5 and l5-s1 transforaminal lumbar interbody fusion (lava cage, autograft, novabone. Right l4-l5 and l5-s1 posterolateral on lay fusion (autograft, novabone). Bilateral l4-l5 and l5-s1 pedical screw fixation using spinewave sniper percutaneous system. On (B)(6) 2017 post-op visit; ls x-rays determined collapse of the titanium graft at l5-s1 which had changed compared to previous studies. Pt scheduled for surgical intervention with removal of previous interbody cage. On (B)(6) 2017 surgery; l5-s1 anterior lumbar interbody fusion and plating (peek), removal interbody cage (spine wave.)